Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and a infection on their leg. The patient's blood glucose (bg) values reached 517 mg/dl. For treatment, the patient was given insulin through a intravenous (IV) and fluids for dehydration. The patient was prescribed keflex antibiotics for 4 days. The pod was worn longer than 48 hours. The pod was discarded and the patient was discharged after 1 day.